Event description:
It was reported to philips that the system's geometry computer was unable to boot, preventing geometry movements. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the device was not in clinical use when the issue occurred. The philips field service engineer (fse) inspected the system on site and confirmed that the system's geometry computer was unable to start, preventing geometry movements. Review of the system log file confirmed the malfunction in geo pc. Upon troubleshooting fse restarted the system but still the issue persisted. To resolve the issue, fse replaced the geometry pc. The system was returned to use in good working order. The codes were updated based on the investigation outcome.